Event description:
In 2008, boston scientific corporation was informed that during a procedure, two resolution clip device clips were closed, but would not disengage from the catheter. The procedure was completed with another of the same device without patient complications. Patient is "okay". Note: this complaint is the first of two devices. Refer to MFR #'s 3005099803-2008-05381 for the other related report.